Manufacturer narrative:
Citation: takagi h., et al. Meta-analysis and meta-regression of transcatheter aortic valve implantation for pure native aortic regurgitation. Heart lung circ. 2020 may;29(5):729-741. Doi: 10.1016/j.hlc.2019.04.012. Pmid: 31133516. Epub 2019 may 4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of transcatheter aortic valve implantation (tavi) and patient chara cteristics which may contribute to 30-day all-cause mortality. All data were collected from a meta-analysis review of 11 studies published between 2013 and 2018. The study population included 911 patients (mean age 75 years), 336 of whom were implanted with medtronic corevalve bioprosthetic valves, 92 were implanted with medtronic evolut r bioprosthetic valves and 17 were implanted with medtronic engager bioprosthetic valves (no serial numbers provided). Among all patients, 30-day all-cause mortality was 9.5%, 30-day cardiovascular mortality was 6.6% and 1-year all-cause mortality was 18.8%. No further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: conversion to open surgery, coronary obstruction, need for valve-in-valve implantation, annulus rupture, need for re-intervention, need for permanent pacemaker implantation, moderate-severe paravalvular aortic leak, myocardial infarction, strokes, life-threatening bleeding and major vascular complications. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.